Event description:
Caregiver was attempting to remove safety belt hook from the arm of the alenti bath chair. As she was trying to remove the hook which broke down and her thumb hit the backrest, in result she sustained strain to thumb and ligaments in the right hand and arm. It was noted before that they the hook of (B)(4) alenti safety belt was hard to be removed in the past. Ref. MFR # 3007420694-2014-00049.